Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was surgically abandoned due to gradually increasing shock lead impedance (sli) measurements. The sli were out of range at the time of explant. The lead state was confirmed through fluoroscopy and pacing system analyzer. A new lead was successfully implanted. No additional adverse patient effects were reported.